Event description:
It was reported that during a device change out, due to normal eri, externalized conductors were observed on the lead. The electrical function of the lead was tested and no anomalies were found. The lead was capped and replaced. Patient was asymptomatic.